Manufacturer narrative:
Device evaluation: device evaluation edwards product eval lab: received (1) 22fr femoral cannula. Cannula appeared not used on patient. No blood was visible on the cannula. Reported defect of "cannula was flat" was confirmed. Wire reinforced section of cannula body appeared flattened from 20 to 50 cm mark. Cannula is sent to (B)(4) for further evaluation. Engineering evaluation: the device was evaluated by quality engineering and manufacturing engineering at edwards utah. No blood was visible on the cannula; the device appeared unused. The cannula and dilator were received coiled inside a double plastic bag. The original packaging was not returned. The reported defect of "cannula was flat" was confirmed. The cannula body was flattened between the 20 cm and 50 cm cannula marks. The wire wound to over mold section was also flattened in a section approximately two centimeters in length at the junction. The dilator was inspected and no flattening or damage was observed. The flattened cannula returned was unusable. The dilator could not be inserted through the wire wound section of the cannula body. Root cause analysis and action plan: the root cause of the flattened cannula could not be determined. No additional information regarding the source of the flattened cannula was provided. The device packaging was not returned. The nature of the compression on the cannula is such that the failure occurred once the product was outside of the shipper box and shelf carton. The pouch and package are not designed to withstand the amount of force that is required to create the amount of deformation observed. It appears that a singular event occurred to create the situation that generated the complaint. Since this is not a trend, nor is there a requirement to provide this type of protection once the device is outside of the packaging, a CAPA will not be initiated. This complaint will be included in future trending and CAPA assessments. The source of the flattened cannula could not be traced to a manufacturing error or product design issue. A device history review was performed and no nonconformities were observed during the manufacture of lot 58932199. All units passed the dilator fit-check.

Manufacturer narrative:
Device evaluation is currently in process.

Event description:
It was reported that the cannula was flat. There was no injury to the patient because it was noticed prior to use. However the product was opened and flipped onto the sterile field. Packaging was not saved.